Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was confirmed during the initial evaluation. An oxygen blending module failure error code was found in the device's error log. The oxygen blender pca board was determined to be faulty and needs to be replaced. The replacement oxygen blender pca boards are out of stock and therefore, the scheduled repair has yet to be completed.